Event description:
It was reported that a user experienced hyperglycemia at 368 mg/dl while using the ilet after changing supplies and rewinding the pump, with insulin observed leaking inside the pump housing despite no noted cartridge damage; the user reported installing the cartridge into the pump without pre-connecting it to the adapter and provided a cartridge lot number. Customer care provided support that included troubleshooting and user education on supply replacement and setup technique. Investigation of this case revealed evidence consistent with a cartridge or connection leak within the infusion system. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included no medical intervention or hospitalization, and glucose trended downward from the initial high. It was concluded that the event was related to hyperglycemia associated with an apparent device use issue leading to insulin leakage, and the user¿s glucose improved after corrective measures. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.